Event description:
While the device was being evaluated for an unrelated issue, it was observed that the magnet fell from its holder on the device lid. Without the magnet in place, the device would not have the ability to power on and deliver defibrillation energy if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that the magnet become detatched from its holder within the lid assembly. The customer received a replacement device.